Event description:
The customer reported that the cathode on the high voltage cable is stuck in the tank well. The suspect tank well is cracked and in need of replacement.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the high voltage cable and tank. He also completed calibrations. The system is operating as intended.